Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l59331, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal via an implanted pump. The patient had a pump replacement in (B)(6) 2010. Two days prior to the patient's appointment to have staples removed after the pump replacement, symptoms of an infection were noticed; specifically, redness and drainage. It was tried to treat the infection, and the patient had been in the hospital a couple of times. The pump was taken out, the pump pocket was cleaned, the pump was put back in the pocket, and the patient was monitored. The infection in the pump pocket still did not clear, so the pump was removed. It was planned for a new pump to be implanted after the infection was treated and it had cleared, but a treatment of oral baclofen had worked for the patient, so it was decided to not re-implant a new pump. The patient's indication for pump use was intractable spasticity and other spasticity.